Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. Based on the legal manufacturers investigation, the following causes are inferred from investigation result: liquid adhered to the pin inside the video connector socket because the scope connector was connected with a wet scope connector. It is speculated that the liquid adhering to the terminal in the video connector socket dried and remained as a foreign material, resulting in poor communication between the video connector socket terminal and the scope connector, and that the image became unstable when the scope connector was distorted. It is inferred that this occurred when the user applied excessive force or hit a hard object. It is assumed that this device has been manufactured for more than seven years and that it is caused by deterioration over time. The following is described in "6. 3 connection of an endoscope" of the operation manual of cv-190. This may have prevented. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Handling of the device is described below in the instruction manual. Thus, and may have been prevented. Do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The biomedical engineer at the user facility further reported via phone, that the malfunction was noted as an out of box failure. The olympus sales representative was setting up the device and had never left the biomed department. The device was brand new and they were receiving blue lines at the bottom of the screen. The device was returned to be replaced . There were no errors, alarms or warnings received. There was no patient involvement. No damage or abnormalities were observed with the device at the time of receipt.

Manufacturer narrative:
The following observations were also noted during the evaluation of the device: deep scratches on top cover and faded front panel. The device was found to have an older software version. The device was repaired and returned to olympus asset inventory. The image issue can be attributed to user handling and maintenance issue. The instructions for use states, ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿

Event description:
An olympus loaner device was returned to an olympus service center for evaluation. There were no complaints alleged. During the evaluation of the device, moisture stains were observed on the pins inside the video connector, which caused an unstable image when the pigtail was moved. There was no patient involvement, as the issue was identified during service.